Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. No traces of moisture was noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at the display window corners, reservoir tube and battery tube threads. The insulin pump had minor scratches on the display window and bleeding display glass.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on the insulin pump. She stated that the insulin pump may have been exposed to perspiration. The blood glucose reading was 119 mg/dl. Customer was treating with manual injections. Nothing further was reported.